Manufacturer narrative:
On (B)(6) 2021 emergency medical services dispatch: 07:00. Low blood glucose. Device had minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, stained serial number label, pillowing keypad overlay and stained keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0871 inches. Inserted a test p-cap and a water filled reservoir into the reservoir compartment. The device recognized the water filled reservoir in the reservoir compartment. Programmed and delivered a 2.0 unit fill cannula, the water exited the infusion set during the 2.0 unit fill cannula delivery. No prime/fill anomaly noted. Device passed the functional testing. Unable to confirm alleged low blood glucose.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level of 35 mg/dl on (B)(6) 2021. Customer current blood glucose level was 166 mg/dl. Customer treated low blood glucose with food and glucose tablet. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will not be returned for analysis.